Event description:
It was reported by a customer complaint that: the patient alleges an uninteded overdelivery of insulin that necessitated a visit to the emergency room. It was stated that the pump overdelivered during a cartridge change. The incident was described as the patient loaded a new cartridge. A cartridge which holds 65u of insulin. The patient had filled tubing and changed sites. When "fill cannula" was selected on the pump 31 to 32 units was delivered before pump was stopped. Blodd glucose had been 155 and dropped to 41 after cartridge change. The patient took glucagon and then they went to the ER. Customer has not yet returned the device to the manufacturer for device evaluation.